Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.

Event description:
It was reported by the nurse practitioner that the driver potentially stopped/re booted during the reported event. As a result, the driver was not used on the patient and a backup portable driver was used without incident.